Event description:
It is reported that the lens was explanted due to patient's dissatisfaction and inability to balance between this lens and contralateral lens.

Manufacturer narrative:
The returned intraocular lens was received cut in to two pieces across the optic. This condition precluded being able to measure the diopter. Inspection was conducted under 10x magnification. A clear optic was observed. No visual defects were observed within the returned two pieces of lens. Diopter manufacturing records per the production order for this lens were reviewed and confirmed to belong to a 21.0 diopter lens, which is consistent with the labeled dioptric power. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to market release, the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.